Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver display screen was dark while in the normal power saving mode and there were no readings present and no bluetooth icon displayed. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The reported event was not confirmed. A root cause was not determined.